Event description:
It was reported that the patient passed away on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The hospital indicated that no additional information related to the event will be provided. The relevant sections of the device history records for vad-20077 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.